Event description:
It was reported that an alarm occurred, specifically alarm 2, followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. Reportedly, the customer was using cold and off-label insulin. Tandem customer technical support informed customer insulin should be room temperature before filling a cartridge and not to use off-label insulin.